Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported in june of 2006 her infusion device display went blank and shut down without warning. The patient replaced her power pack and her infusion device functioned properly. The patient reported that on 11/13/06 after receiving the power pack recall information her infusion device screen went blank. She stated that the power pack she was using was in use for 3 weeks. The patient was educated on the importance of changing her power pack every 2 weeks per the power pack recall information she received. The patient's blood glucose was not affected. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. The patient discarded the product; therefore, no product will be returned for evaluation.